Manufacturer narrative:
(B)(4). Baxter was received and evaluated the device. The device was found out of specification in relation to the reported improper shutdown which was not reproduced. Improper shutdown was confirmed through a review of the event history log and found to be caused by depressed battery contacts which would cause the device to lose power while running on battery. The rear case assembly was replaced.

Event description:
It was reported that a spectrum pump would experience an improper shutdown upon removal of the IV set. It was also reported there was no patient injury.